Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error and the treatment appears to be related to the circumstances of the procedure. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. Reportedly, the physician accidentally pulled the plunger back before deployment. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb until the black collar on the plunger meets the blue body to deploy the needles. In this case, the IFU deviations did not contribute to any failure modes and hemostasis was achieved. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 8f sheath hole prior to a interventional procedure. No femoral imaging was used. One prostyle device was successfully pre-placed. When placing a second prostyle device, the physician accidentally pulled the plunger back before deployment. Therefore, the prostyle was removed and replaced. One additional prostyle devices was successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.